Event description:
Reportedly, on (B)(6) 2015 the patient was admitted at hospital. While monitoring at the coronary service on (B)(6) 2015, a temporary loss of ventricular capture was detected. It was symptomatic for the patient. The pacing spike was seen but there was no qrs after it. After checking the pacemaker, the parameters (pacing and sensing) were correct. Apparently it was not a problem of the pacemaker but as a precautionary measure and as the patient did not tolerate such behavior of pacemaker, the physician decided to explant the device on (B)(6). The device will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2015 the patient was admitted at hospital. While monitoring at the coronary service on (B)(6) 2015, a temporary loss of ventricular capture was detected. It was symptomatic for the patient. The pacing spike was seen but there was no qrs after it. After checking the pacemaker, the parameters (pacing and sensing) were correct. Apparently it was not a problem of the pacemaker but as a precautionary measure and as the patient did not tolerate such behavior of pacemaker, the physician decided to explant the device on (B)(6) . The device will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony dr models approved under (B)(4) .